Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 105) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q6, q7, q8, q10, q12 and q16 on the defibrillator pca and shorted u409 can transceiver on the computer/analog board. The root cause for the shorted igbts and shorted transceiver could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was displaying service code 105 (pulse test relay stuck).